Event description:
It was reported that during use, the flow rate fluctuated by 2 l/m, wobbled ±1°c relative to tg body temperature of 35°c and there were air bubbles between the pad and the water injection hose. Immediately after use, air bubbles were mixed in and the temperature became unstable, which did not improve even after reconnection, so they were replaced with new ones. As per the sample evaluation information received via email on (B)(6) 2023, it was reported that low flow was not found during sample evaluation. Low flow rate was observed on the new sample that was received in the lab last week. Per notification from investigator based on sample evaluation on (B)(6) 2022, it was reported that the low flow rate present during sample evaluation.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during use, the flow rate fluctuated by 2 l/m, wobbled ±1°c relative to tg body temperature of 35°c and there were air bubbles between the pad and the water injection hose. Immediately after use, air bubbles were mixed in and the temperature became unstable, which did not improve even after reconnection, so they were replaced with new ones. As per the sample evaluation information received via email on 19jul2023, it was reported that low flow was not found during sample evaluation. Low flow rate was observed on the new sample that was received in the lab last week. Per notification from investigator based on sample evaluation on 19jul2022, it was reported that the low flow rate present during sample evaluation.

Manufacturer narrative:
Upon further review, bd has determined that this MDR was reported in error as it was found to be a duplicate of an event previously reported. H11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.